Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# device is used commercially and in the ongoing (B)(6) trial. The gtin unique device (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device - 4 months. (Calculated from the date when the system controller was issued to the patient). The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient called the on-call vad clinician to report a "communication fault" alarm on the system controller. The device was operating normally during the alarm. The patient was asymptomatic. The system controller was exchanged. No additional information was provided.

Manufacturer narrative:
The report of a "communication fault" alarm was confirmed through the analysis of data log files retrieved from the returned system controller. A periodic log file retrieved from the controller contained approximately 10 days of data (dated (B)(6) 2018 - (B)(6) 2018, according to the timestamp). The entire log file captured constant driveline communication fault alarms due to an active com b fault. These alarms did not affect the controller''s ability to support the pump at the set speed. The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. The returned controller was found to function as intended. As a result, the root cause of the communication fault alarms could not be correlated to a system controller related issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.